Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor had intermittent image loss. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.